Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore no analysis could not be performed. The manufacturing records for top assembly batch 6170676 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
Same case as MDR #6000093-2006-02133 and 6000089-2006-02283. It was reported by the patient's mother that 2 years and 4 moinths following a coronary drug eluting stenting treatment procedure, the patient experienced chest and arm pain, and has polyarthritis and polycythemia. The patient had a 4.0x20mm and a 4.0x8mm express2 bare metal stent and a 3.5x16mm taxus express2 drug eluting stent implanted in an unspecified vessel. Two years and four months after this procedure, the patient's mother reported that the patient has "chest pain and pain in both arms that is excruciating". The patient's mother reports that the patient has polyarthritis, polycythemia and cardiovascular disease. The mother reports that the patient was started on plavix. Follow up was initiated with the physician's office. The physician's office. The physician's nurse reports that they were unaware of this concern and stated she would contact the family and offer an office visit. The physician's nurse reports that the patient was last seen in the physician's office in july 2006.